Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pod was applied on (B)(6) at 18:30 using an overpatch. The next day, the patient went to work but started feeling unwell. Despite administering multiple doses of bolus, his blood glucose (bg) levels remained high. The pod was worn on the arm for a duration between 5 to 24 hours. On (B)(6) at 13:00, the patient visited his healthcare provider (hcp). His bg level was measured at 27 mmol/l (486 mg/dl) with high ketone levels (exact value unknown). Symptoms experienced included dizziness, paleness, nausea, weakness, swelling and bleeding at the injection site. The hcp advised increased water intake and administered multiple insulin injections using a novorapid pen. Due to persistently high levels, the patient was referred to the emergency room (ER) around 16:30. At the ER (ernst von bergmann), the patient was diagnosed with diabetic ketoacidosis (dka). Treatment included measuring ketones, two blood tests, IV saline drip and insulin injections. Upon removed the pod at home, the patient noticed blood under the adhesive side. A new pod was applied, and by around 22:30 that same day, the patient's bg levels gradually returned to normal.